Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was missing. Transmitter was removed prior to removal of sensor pod against user guide recommendations. Sensor was inserted into patient's buttocks which is not an approved site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.